Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances. The patient came in with a beeping device that has been emitting tones since march. At that time, a catheter was implanted, on october the impedances rose and then jump up, followed by a slope up to the out of range values that are observed today. The patient has not been observed for a couple of years and is not followed on latitude. A commanded shock was recommended to determine the real impedance. The situation was going to be discussed with the physician. According to the field representative, it was determined there may have been calcium built up and a commanded shock was completed. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.